Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k011028, k013227.

Event description:
The doctor reports that there was post-extraction nerve damage or injury, and the procedure was concluded with the placement of another implant without any impact on the patient's health.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2023-03093 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.